Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in a cloudy grey, mildewed solution in a hancock ii product packaging. Mold or mildew-like growth was observed along the inner wall of the jar, in the solution, under the jar lid and on the valve. This is consistent with valves stored or returned in a saline or non-preservative solution. The receipt condition showed remnants of an off white ¿furry¿ growth on the valve. Holes were observed in one leaflet. Green and white multifilament sutures remained attached to the sewing ring. Small needle holes in the sewing ring showed placement of implantation sutures. The sewing ring adjacent to leaflets 2 and 3 showed bunching and inversion opposed to the rest of the sewing ring which laid flat. All leaflets were slightly stiff but flexible. Two tears and/or abrasions observed in the belly of leaflet 3 appeared to be due to contact with a long suture tail wear. Two white multifilament suture tails lined up with the tears. A suture tail was partially embedded in host tissue. The suture tails along with the host tissue appeared to have been slightly uplifted during explant. Leaflet 2 showed two slight prolapses adjacent to the inferior coaptive areas. All commissures were intact. Remnants of pannus remained attached to the sewing ring on the outflow adjacent to all cusps. Tiny strands of mildew-like growth covered all leaflets on the inflow and outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the returned valve, it appears that long suture tails contributed to two tears in one leaflet which most likely caused the severe regurgitation. In addition, the prolapse noted in leaflet 2 may also have contributed to the regurgitation. The prolapse may have been caused by bunching and inversion noted in the sewing ring adjacent to leaflets 2 and 3, likely induced at the time of implant. Other possible contributors to the regurgitation are patient specific factors including pannus, a heavily calcified annulus and the condition of the ascending aorta which, during the explant procedure, was noted to be very friable with dense and thick fibrotic tissue.

Event description:
Medtronic received information that this bioprosthetic aortic heart valve was explanted approximately 6.5 months after implant due to severe regurgitation and replaced with another manufacturer's bioprosthesis. The patient also exhibited shortness of breath that began a few months post-implant. It was reported that the valve had a torn leaflet and a calcified annulus at explant. No other adverse patient effects were reported.

Manufacturer narrative:
The explanted valve is expected to be returned to medtronic for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).